Event description:
Per the operative report- "the phaco tip was then inserted into the anterior chamber and the nucleus divided into 4 quadrants and removed. A small rent was noted while completing I and a in the posterior capsule but vitreous was noted at the wound. Anterior vitrectomy was carried out thoroughly."====================== manufacturer response for ia tip, (brand not provided)======================sent sheet to be filled out to (B) (6) manager.